Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted antibiotic therapy. Per the pdrn, the event was unrelated to the use of any fresenius device(s) or product(s). The cause of the peritonitis was attributed to a breach in sterile technique. The patient¿s spouse reported he failed to wear a mask while assisting the patient with ccpd therapy. (B)(6) is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no allegation or objective evidence indicating a fresenius device or product deficiency or malfunction, caused or contributed to the serious adverse event. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a patient line is blocked message alarm during drain 0 of 4 of their treatment. During the call the patient stated that they went to the clinic and was given antibiotics. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated peritoneal effluent fluid cultures were obtained and were positive for (B)(6). The patient was treated as an outpatient with intraperitoneal vancomycin 1 gram and ceftazidime 1 gram; however, the frequencies and durations were not provided. Per the pdrn, the cause of the peritonitis was attributed to a breach in sterile technique, when the patient¿s spouse assisted the patient during pd therapy without donning a mask. The patient is recovering from the events and continues to perform ccpd therapy at home utilizing the same liberty select cycler without issue. The pdrn stated the event was unrelated to pd therapy, or the utilization of any fresenius product(s). There are no samples available to be returned to the manufacturer for physical evaluation.